Event description:
Customer's daughter reports back to back testing to a professional meter while using the advantage system with results of 202mg/dl on customer's meter and 30mg/dl on professional meter. No quality controls were run. Customer passed out, was sweating and having a seizure. Emts treated customer with candy and transported him to the ER where he was treated with a glucagon shot. A request was made for return of the suspect product and a replacement was sent.